Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown reason. It was additionally reported that the system was removed due to streptococcus agalactiae bacteremia infection. A computerized tomography (CT) scan revealed fluid around the device pocket which led to the infection diagnosis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a4; b5; h6 patient codes (ime/annex e); h6 eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 429888 (B)(6); product type: 0269-lead-lv-lh; implant date (B)(6) 2022; explant date (B)(6) 2026; product ID dtpa2qq (rtc613400s); product type: 0236-crt-d; implant date (B)(6) 2022; explant date (B)(6) 2026; product ID 407645 (bbl1482399); product type: 0270-lead-lv-pace; implant date (B)(6) 2022; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown reason. No patient complications have been reported as a result of this event.